Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for the motor arm cannot communicate with the main arm and for software error. Customer¿s blood glucose was 80mg/dl at time of incident. Self test was passed. Customer is not satisfied with the troubleshooting. Insulin pump will not be returned for analysis but it will be replaced.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. No unexpected pump error 53 or pump error 4 alarms during testing however, the formatted history file confirmed pump error 53 and pump error 4 alarms due to a software error.